Event description:
Pt underwent the following procedure: 1. Phacoemulsification of cataract, right eye with posterior lens implant. 2. Surgical temporal iridectomy. 3. Suture of surgical wound. Preoperative diagnosis: nuclear cataract, right eye. Postoperative diagnosis: same. Complications: corneal burn and iris burn necessitating iridectomy and suturing of the wound.